Event description:
It was initially reported on (B)(4) 2014 that a patient had a gradual return of symptoms within the last month. The patient had changed the settings, but it didn¿t seem to be helping. The device was helping before but wasn¿t helping now. The night prior to the report, the patient had to take an enema because she wasn¿t able to go. She took milk of magnesia caps at night and if she took too many, the stool got too soft. She felt stimulation a little bit the night prior to the report and currently she was on program 3 at 2.4 and didn¿t feel stimulation at all. At the time of the report, she was able to increase stimulation to 3.0 but reached the upper limit. The patient planned to leave the setting at 3.0 and would check with the doctor about how long to leave it at the current setting and to schedule an appointment with a manufacturer representative. The healthcare provider noted on (B)(6) 2014 that the event cause was not determined. Other questions on the form were noted as unknown. The patient was not seen in the office since (B)(6) 2014 (not aware of any issue) - not aware of any new issue. It was later noted on (B)(6) 2015 that the patient reported a loss of therapeutic effect. The patient stated her unit was not working. The patient did an enema last night and she kept going and going. The patient noted: " I feel so much better today may be it's my body, you know like it's failing in my body". The patient noted the last time she spoke with the manufacturer's representative, he had her change the settings. The patient felt the representative was extremely busy and she texts him and he doesn't respond right away. The patient stated implantable neurostimulator (ins) doesn't work unless she does something herself. She bought something called poop doc on amazon and it worked for a little while then it stopped working. The patient noted: "I have colitis and a long colon stretched due to constipation". "2 years ago surgeon said I needed a colectomy but my doctor is consecutive."

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# va06ydy, implanted: (B)(6) 2014, product type: lead. (B)(4).